Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated restenosis in the sfa via access through the common femoral artery, the thumbwheel did not work properly and subsequently, the handle broke in half. The vascular stent could not be released. The delivery system was removed without issue and the procedure was completed successfully by using another stent of the same brand. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specification prior to shipment. Based on the sample evaluation the reported deployment failure could be confirmed. The stent was found completely loaded in system. Based on the sample condition increased friction in the catheter section was considered as reason for increased release force and subsequent deployment failure during usage of the deployment wheel. The evaluation revealed that the user further tried to deploy the stent with the rapid deployment ring but rough manipulation during this attempt caused that catheter and grip components became damaged. Furthermore, the guide wire got stuck in the system due to the damages. No indication was found for manufacturing related event. Previous investigations of similar complaints have been reviewed. Based on the provided information it is assumed that high friction during the attempt to release the stent resulted in deployment failure, handle damage, and subsequent guide wire retraction failure. A difficult patient anatomy or a challenging placement site could be a contributing factor for increased friction and final deployment failure. A manufacturing related root cause was also considered. However, a manufacturing related root cause could not be identified. On the basis of the available information and sample evaluation, a definite root cause could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Furthermore, regarding device damages the IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Regarding the stent deployment with the rapid deployment ring the IFU states: "while maintaining a fixed handle position, peel the circular ring from the handle. Pull the rapid deployment ring towards the proximal end of the handle to achieve complete stent deployment."

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated restenosis in the sfa via access through the common femoral artery, the thumbweel did not work properly and subsequently, the handle broke in half. The vascular stent could not be released. The delivery system was removed without issue and the procedure was completed successfully by using another stent of the same brand. There was no reported patient injury.